Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream formulation (B)(4)) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced neuropathy, inability to walk, weight loss, and pharmaceutical product complaint that her dentures did not hold and would loosen in her mouth. As a result of this, she would apply excessive amounts of super poligrip (drug maladministration). This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).